Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2011. (Patient weight is unavailable). According to the complainant, the hta procedure was completed successfully on (B)(6) 2011, with no complications reported. No fluid loss alarm error messages occurred during the procedure. Three weeks later, it was reported the patient presented to the emergency room with bleeding. Upon examination, a circumferential thermal effect was noted to the cervix. Additional follow up information from the physician confirmed that no cervical leak occurred during the hta procedure. The physician reported that a small myoma was removed from the patient's uterine cavity with scissors and graspers prior to the hta procedure (on the same date of september 13, 2011). On october 7, 2011, the patient went to the emergency room due to vaginal bleeding. The vaginal bleeding was stopped with gauze packing. Upon examination, the patient had sustained two separate burns. The first burn was located on the cervix. The second burn was located on the anterior and left to midline of the vaginal wall. The burn to the cervix was 2 cm in size. The burn to the anterior and left to midline of the vaginal wall was 1 cm x 4 cm in size. The severity of each burn is unavailable. Monsel¿s solution was applied to the affected areas as treatment. The patient was released from the emergency room on october 7, 2011. There were no further complications reported with this event. The condition of the patient is reported to be "healing." An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.